Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the peritonitis event. Five days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was retrained on aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.